Manufacturer narrative:
Patient demographics unable to be obtained. The product is expected to be returned for analysis; however, it has not been received yet. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during test prior to use in patient, the balloon of this embolectomy fogarty catheter burst. There was no allegation of patient injury. The device was available for evaluation.